Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted no abnormalities. The single use loading unit (sulu) displayed a full complement of staples and the interlock was set with no knife blade damage. The loading unit was reset and loaded into the returned device. The instrument and loading unit were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an abdominoperineal resection after the stapler was used, and was being withdrawn from the patient. Once outside the white handle became detached from the stapler, another stapler was opened to compare. This was due to concerns about whether a pin had come out ensuring nothing had fallen into the cavity of the patient. In comparison with the new stapler there appeared to be no visible difference. There was no patient injury.